Manufacturer narrative:
A specific root cause could not be determined based on the provided information. It was determined that it is physiologically not possible for cholesterol to decrease the amount seen within 3 days, not even under therapy with lipid lowering agents. An influence of the patient not fasting prior to sample collection can be ruled out since trigl values were low in both samples.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneous results for one patient sample tested for cholesterol gen.2 (chol) and hdl-cholesterol plus 3rd generation (hdl). The sample initially resulted as 250.18 mg/dl for chol and 89.01 mg/dl for hdl. The initial results were reported outside of the laboratory to the clinician. The patient then visited another laboratory where they were tested for chol and it resulted as 149.0 mg/dl. The clinician then asked for a repeat of the initial sample. The sample was repeated on (B)(6) 2015, resulting as 150.34 mg/dl for chol, and 51.40 mg/dl for hdl. The patient sample was also repeated 5 additional times for chol on (B)(6) 2015, resulting with the following values: 148.22 mg/dl, 149.44 mg/dl, 149.85 mg/dl, 148.45 mg/dl, and 149.04 mg/dl. The patient was not adversely affected. The chol reagent lot number was 613353, with an expiration date of 01/29/2016. The hdl reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
Based on the provided data, an issue with the reagent can be ruled out since calibration and controls are acceptable. A sample mismatch or a preanalytical issue is assumed to be the root cause of the event.